Event description:
The email received for the (B)(4) study indicated that the patient was randomized to pta during which a dissection was caused by a sleek balloon. A cypher stent was implanted due to the dissection. The dissection was caused by previous ballooning of the peroneal artery. Post index procedure, the patient was diagnosed with hematoma of testicles and the patient subsequently died due to sepsis. The event was reported to be unrelated to the study procedure and product. Additional information received indicated that the patient was hospitalized on 10 months after the index because of sepsis, followed by acute respiratory distress syndrome. The patient received antibiotic treatment. The health deterioration was followed by death two days later.

Manufacturer narrative:
This (B)(6) patient in the (B)(4) study experienced dissection during the use of a 3.0/120mm sleek pta balloon. The patient was originally randomized to pta but during balloon inflation, a dissection occurred that required repair with a stent. A cypher stent was successfully implanted. Medical history listed bilateral pvd, coronary disease s/p CABG, diabetes, hyperlipidemia and hypertension. The target lesion was accessed from the ipsilateral femoral artery. The target site was in the proximal right peroneal artery. The distance between the proximal edge of the lesion and the distal edge of the patella = 8.8 cm. The vessel was straight; the lesion was de-novo with a total length of 40mm and max stenosis of 96%. There was no thrombus, no calcification, the lesion not eccentric. Approximately 11 months later, the patient died from an unrelated cause (sepsis). The sleek pta balloon was not returned for evaluation. A review of the manufacturing records found no anomalies. Vascular dissection is a potential adverse event associated with balloon dilatation. There are no indications that this is related to the design or manufacture of the product. Review of the available information suggests that patient factors (advanced age, hypertension and diabetes) may have contributed to the dissection reported. No actions will be taken at this time. After an internal review of our current quality agreements with our external manufacturing partners it was determined that cordis is considered the legal importer of this device. Therefore, the regulatory report is being filed accordingly.